Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, tech did not know that the device does not come pre-loaded with a cartridge and handed it to the surgeon for use. The staff requested in servicing. It is unknown how the case was completed. It is unknown if there were any patient consequences. Rep reinserviced the account on (B) (6) 2010. No further information on the patient is known.